Event description:
Customer reported that the mobile app was frozen while attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Customer re-launched the app successfully, and no further assistance was required from technical support.